Event description:
A surgeon reported that system messages displayed during a procedure indicating the footswitch was not being recognized. An alternate console and footswitch was used complete the case without patient harm.

Manufacturer narrative:
The company representative examined the system and replaced the footswitch and the footswitch cable. The system was then tested and met product specifications. The root cause is unknown at this time. (B)(4).